Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high" (specific value was not provided) with moderate ketones. Cause was not known. Reportedly, due to the bg levels, the customer experienced headaches and nausea. Customer administered a correction bolus via the pump to address the bg. Customer continued to use the pump for insulin therapy.